Event description:
The patient came in reporting pain due to a loose tibial component and the cause is unknown. The surgeon revised the tibial tray and insert 10 months after primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 april 2022. Lot 2009482: (B)(4) items manufactured and released on 23-dec-2020. Expiration date: 2025-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.